Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation under the rear therapy electrodes (tes) and on his shoulders. The patient consulted his physician who prescribed and antibiotic. Follow-up indicted that the break out was healing and improved.